Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that blood leaked around the bd insyte¿ autoguard¿ shielded IV catheter's hub during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "as the needle retracted the cateter, including the metal piece that holds the catheter inside the pink hub, propelled forward into the patient's vein.. The silver metal piece was barely visible under the skin. The catheter and hub were completely disconnect. The nurse held pressure immediately at the distal end of the catheter and was able to hook the metal and retrieve the catheter from inside the patient. If, the nursed did not act as she did, there would had been serious injury and possible death. The procedure was performed in the emergency room. There has been other instances where blood would leak around the pink hub."